Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 14 mg/dl and the customer went to the emergency room (ER). The customer was treated with glucose. The customer was not hospitalized. Upon leaving the ER, the bg was 400 mg/dl. No additional information was provided. The cause of the low bg could not be recalled. Although requested, additional information was not provided.

Event description:
Tandem clinical diabetes specialist reviewed the customer's pump history and found that the basal rate had been changed from 0.325 to 9.0 for the 4:00 am setting. The setting change was verified in the pump data. The customer had been found in bed by a friend and paramedics transported the customer to the emergency room.